Event description:
A us distributor returned an charger/modem indicating that it would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger/modem would not power on. Upon evaluation, the charger exhibited a flash memory failure at flash components u102 and u105 on ca board sn 54042002_k. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. No adverse event resulted from the defective charger/modem.